Manufacturer narrative:
[(B)(4)].

Event description:
It was reported the patient presented with a dislocated right hip. A manipulation under anesthesia with a closed reduction was performed. The patient was placed in an abduction brace and no other complications were reported.